Event description:
On (B)(6) 2025, the user reported that while attempting to change the cartridge, an ¿unable to proceed¿ message and alert 38 occurred. The user attempted to restart the pump five times but was unable to rewind the piston. As a result, the user did not receive insulin for most of the night and awoke feeling sick. The user reported experiencing body aches and nausea. The highest reported blood glucose was 401 mg/dl, out of range for over 90 minutes. The user administered insulin injections to correct the blood glucose. The ilet device alerted the user of high glucose. The pump was unable to be restored to function, and a replacement ilet device was issued. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.